Manufacturer narrative:
Additional information was received on september 15, 2015 stating that the product was disposed of. Therefore, correcting the previously submitted 3500a codes. They should reflect as the following: (B)(4) methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. UDI #: (B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Due to the august 2015 FDA maintenance were the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. Evaluation: methods:no testing methods performed. Results:no results available since no evaluation performed. Conclusion: device not returned. Concomitant medical products: pentaray navigational eco catheter, model #: d-1282-07-s, lot #: 17199869l. Soundstar catheter, model #: m-5723-17, lot #: e8005047. C3 ez steer coronary sinus with auto ID catheter, model #: d-1263-07-s, lot #: 17221702m. Distributed ¿ mobicath, model #: d-1400-11, lot #: w3083823. Non bwi - brk-1needle, carto 3 system, model #: unknown, stockert 70 system, model #: unknown, serial #: unknown. Cool flow pump, model #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a patient, underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade and a cardiac perforation which required a pericardiocentesis. The patient's medical history is unknown. During ablation, a pericardial effusion and cardiac perforation were noticed as the patient's blood pressure dropped. They had not burned too much. The pericardial effusion and cardiac perforation were confirmed by intracardiac echocardiography (ice). They performed a pericardiocentesis and 500ml of fluid were removed. The patient had very difficult venous anatomy, with almost two subsequent 90 degree turns. The patient received heparin during the procedure. No error messages were noted on the biosense webster equipment. There was no information about the hospitalization. The patient was reported to be in stable condition at the time bwi followed-up with the physician and had markedly improved hemodynamically when the patient's chest was tapped. The physician's opinion regarding the cause of this adverse event was that it may have been caused when he went transseptal with the brk-1 needle and the mobicath sheath.